Event description:
It was reported that the patient received a low impedance warning on their right atrial (ra) lead. In addition, there was evidence of short v-v oversensing on the patient's right ventricular (rv) lead. Patient seen in clinic one week later and reprogramming was done on both leads and the ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.